Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. The device was not in patient use. The device has not yet returned for evaluation. The manufacturer is unable to confirm the issue at this time. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. The device was not in patient use. The device was evaluated by a third-party service center, and the customer complaint was not confirmed. The device passed testing. No critical errors were observed. The device's air inlet foam filter, muffler and particulate filter were replaced preventatively. The device's machine flow sensor and proximal filter were replaced due to dust contamination. The device was tested and passed all final testing.